Event description:
Settings and diagnostics were received for the patient's generator from the physician's office. Information was also received from the physician's office that the increase in seizures is due to a result of stress as well as daily living activities. It was not thought that the increase in seizures was related to the vns.

Event description:
It was reported that the patient couldn't feel magnet stimulation and was having an increase in seizures. No additional relevant information has been received to date.